Event description:
It was reported to nova biomedical on 08/10/2013 that the consumer experienced a hypoglycemic event on (B)(6) 2013 requiring medical and emergent food intervention. "The consumer was able to provide when the emts arrived they tested the consumer on their unknown brand of glucose meter getting a result of 86 mg dl." According to the consumer, based on that result, the emts administered IV and had the consumer consume a peanut butter sandwich and juice to help raise his blood glucose. The consumer was not able to provide any further info regarding the reported event. The consumer was not able to provide any serial or test strip lot numbers that were involved in this event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips were discarded by the consumer.